Event description:
It was reported by the rep that the(1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the device misfired. The device was from an fdc06 kit. The hosp stockpiled devices and was unable to provide details. The pt consequence was not reported.